Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a procedure, multiple attempts were made to position a right ventricular (rv) lead. The rv lead displayed high impedances and high thresholds. The lead was removed and tissue was found in the lead's helix. The lead was replaced. No patient complications have been reported as a result of this event.